Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient's intraocular pressure (iop) became unstable when pressuring the eye for a peripheral treatment during a cataract/vitrectomy combination procedure. The procedure was completed without product replacement. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
The device history record showed the product was released per specifications. One used and four unopened samples were returned. The used sample and one unopened sample were selected for functional testing. Both samples were tested on a console representing the current software version. The ball in the check valve of the drip chamber moved freely per specification. Each sample could prime and pass iop calibration successfully. However, during priming fluid was observed leaking pass the auto infusion valve (aiv) into the air infusion line for the used sample. A reverse leakage test was performed on the auto infusion valve (aiv), the aiv was found to be non-conforming for leakage pass the valve. The unused sample was also tested for aiv leakage and no leakage was detected. Both samples were able to pass the remaining functional and performance tests. The root cause of the customer's complaint was a leaky auto-infusion valve. Fluid leakage pass the aiv during liquid infusion could potentially cause or contribute to the customer's experience. The leaky auto infusion valve was potentially related to an assembly error of the aiv housing during the manufacturing process. The manufacturer internal reference number is: (B)(4).